Event description:
Related manufacturer reference number: 2017865-2023-15755. It was reported that the right ventricular lead exhibited noise. It was also noted in the device diagnostics that there were 7 v noise reversion episodes. Pocket manipulation of the device and left arm movement did not reproduce any lead noise. No intervention was performed and the patient will continue to be monitored.